Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue x3 patient monitor indicating that the device displays a loudspeaker fault alarm. It is unknown if the speaker was able to produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The issue was resolved by performing a cold restart of the device; the error message disappeared after the restart. Additional information was requested regarding if the device was able to produce sound; no additional information was received. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because additional information was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter phone #: (B)(6). Reporting institution phone #: (B)(6).